Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause:mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - able to establish contact with customer and stated the products are working as intended.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 186 mg/dl. The customer's expected fasting blood glucose test result is 100 mg/dl. Customer stated he had eaten mcdonald's late last night and took 20u of his novolog around 5:20 am that morning after obtaining a result over 400 mg/dl fasting (customer did not disclose exact result). Customer stated the late-night meal caused his glucose to go up. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting; customer used two different vials of test strips. Customer obtained results of 164 mg/dl (mv2968s) and 165 mg/dl (customer did not disclose lot number) using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/26/2020 and test strips were opened a week ago. The meter memory was not reviewed for previous test result history.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 186 mg/dl. The customer's expected fasting blood glucose test result is 100 mg/dl. Customer stated he had eaten mcdonald's late last night and took 20u of his novolog around 5:20 am that morning after obtaining a result over 400 mg/dl fasting (customer did not disclose exact result). Customer stated the late-night meal caused his glucose to go up. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting; customer used two different vials of test strips. Customer obtained results of 164 mg/dl (mv2968s) and 165 mg/dl (customer did not disclose lot number) using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/26/2020 and test strips were opened a week ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 29-apr-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause:mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - able to establish contact with customer and stated the products are working as intended.